Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14feb2019. The service engineer (se) inspected the device and performed a touchscreen calibration to address the issue and the ventilator was returned to use.

Event description:
It was reported that the ventilators touchscreen was off, out of calibration and not working. It is unknown if the patient was connected to the ventilator at the time of the event. Event date not specified; estimate used.